Event description:
Additional information received indicated the patient was still having concerns with their device or therapy, but had not sought further help.

Manufacturer narrative:
Concomitant products: product ID 3998, lot# v077531, implanted: (B)(6) 2008, product type lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) ¿quit working¿ about three years prior to this report. It was noted the patient relocated to (B)(6) for a ¿couple years¿ and did not have the issue addressed. The patient had not charged the device after it ¿quit working.¿ it was noted the device would not recharge. It was noted the ins was placed on the left side of the stomach for knee pain. It was noted the patient broke ribs on the right side of the body three months prior to report this report. The patient noticed redness, burning and soreness at the ins location. It was noted it was worse in the morning. The symptoms had been present for two months prior to this report. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).